Manufacturer narrative:
(B)(4). The returned flexima biliary elivery system was analyzed, and a visual evaluation noted that the push catheter was kinked/bent in several locations. The suture was detached from the delivery system and it was not returned for analysis, also the suture hole was slightly torn. The guide catheter was received out of the push catheter, it was kinked/bent at proximal section, also it was stretched and broken. The stent was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the investigation analysis, the issue occured during the procedure, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, interaction with the scope could have kinked the catheters, this condition can cause friction between the components at kinked areas in the catheters, continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breaking, additionally suture hole torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing the suture hole and finally detaching the suture from the delivery system. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the package, it was noticed that the guide catheter was broken. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.